Manufacturer narrative:
The technician replaced the head up valve to repair the bed.

Event description:
Info received indicates the bed has not head up function. The head section is in the low position.